Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after experiencing a vibratory alert and being unable to send a manual transmission since the home monitor could not connect to the device. Upon interrogation, it was noted that the device was in backup mode due to event queue overflow. The device was restored. The patient did not experience any adverse consequences before, during, or after the event.